Event description:
It was reported that the customer came home from school vomiting on (B) (6) 2010. The customer's mother assumed that his blood glucose was low, so she gave him some soda to drink. The customer's blood glucose reading rose to 500 mg/dl. He was given a correction bolus, but his blood glucose reading rose to over 600 mg/dl. After two manual injections failed to lower his blood glucose, the customer was taken to the hospital and diagnosed with diabetic ketoacidosis. The customer was put on an insulin drip while at the hospital. After he returned home, the customer stumbled down the stairs. It appeared he was experiencing hypoglycemia, so the customer's mother gave him a glucagon injection and checked his blood glucose, which read 159 mg/dl. The customer lost consciousness, so paramedics were called to the scene. The customer passed away while the paramedics were assisting him. The customer last blood glucose reading was 80 mg/dl. The customer was wearing the insulin pump when he died.

Manufacturer narrative:
The customer's mother declined to return the insulin pump for analysis. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.